Event description:
Robotic instrument broke during use. The wire of the instrument broke and frayed. Instrument failure. Instrument with 2 lives left, cable broke while in use. Second instrument failure for intuitive, both have been reported up appropriately.